Event description:
Additional information reported the patient had been in the hospital 3 times in the last month because of pain around her ins and return of symptoms. The patient stated the symptoms of nausea, stomach pain, and being ¿sick¿, began in the beginning of (B)(6) 2013. Reportedly, the patient ¿didn¿t do anything different¿ and the symptoms dissipated on their own. It was reported the patient had problems since february and had been in the hospital 3 times past month due to a lot of pain around the stimulator, very nauseous, and ¿back to the same way she can't keep anything down.¿ it was reported since (B)(6) 2013 the patient had been very sick and was admitted to the hospital. The patient was very sick, nauseous, and was vomiting and complained of pain in the stomach on the left side. The patient stated the illness and pain was due to the device.

Event description:
It was reported, the patient was in the hospital twice in the week prior to report and she had pain around the device. There was a return of symptoms and the patient couldn¿t keep anything down. The patient thought the pain was related to the implant. The patient was redirected to their healthcare provider.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).